Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of sensing integrity counter (sic) events along with no capture at high outputs. It was determined that the lead had dislodged and the lead was repositioned. One day after the lead revision, it was discovered that the lead had dislodged again. The patient's heart rate would drop dramatically when the patient stood. The lead was repositioned again, this time with far more slack in the lead. The lead remains in use. No patient complications have been reported as a result of this event.